Event description:
This rv lead had a micro-dislodgement noted 2 months after the original implant. This lead was capped and replaced during a device change out on (B)(6) 2017. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.